Event description:
(B)(4) care received a call on 06/02/2016 reporting medical attention that occurred on (B)(6) 2016 at 7am. Patient(ss) called in stating that he passed out. The reading on the prodigy meter at the time of the event was 121mg/dl. Patient's normal glucose reading around the time of day of the event is 130mg/dl. Paramedics were called 15 minutes after patient tested with the prodigy meter. Patient was given honey while waiting on paramedics to arrive. Paramedics arrived 12 minutes after being called. Paramedics performed a glucose test with their meter with a result of 28mg/dl. Approximately 27 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics treated patient with d50.